Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Reliability laboratory technician, (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found an abrasion at 3.7 cm to 4.0 cm and at 5.8 cm to 6.1 cm from the distal tip electrode. The inner coil was exposed at 5.7 cm from the distal tip electrode. Abrasions are consistent with constant friction with another implantable device.